Event description:
According to the distributor's report, a pt presented to the emergency room with their eye glued shut. The pt was seen in a urgent care clinic for a forehead laceration. During the application, the pt was sitting upright and the adhesive ran down to the eye and glued it shut. The urgent care center applied petroleum jelly and patched the eye. The pt was sent home, but went to the emergency room for follow-up. The ER was instructed that the petroleum jelly loosens the device but does not dissolve it. The ER was to call if unsuccessful in the removal. No further info is reported.